Event description:
Reporter alleged being hospitalized for observation for two days and treated due to blood glucose monitoring device results. Reporter stated device results were higher than expected measuring 344 mg/dl around 2:30pm. Reporter stated taking 30-35 units of insulin and becoming weak and light headed shortly afterwards. Reporter indicated calling emergency medical technicians (emt's) about 1/2 hours later and their device measured 40 mg/dl. Reporter stated emt's treated him with glucose syrup and transported him to the hospital where he remained for 2 days. Reporter stated being unsure what treatment was received at the hospital but stated no controls were used at the time of the alleged event. A request was made for the return of the suspect device and replacement product was sent.